Event description:
Device malfunction: difficult to deploy, difficult to remove, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: arterial occlusion, thrombosis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, although resistance was met, thumb advancer deployment was completed. After deploying the clip, the device was difficult to remove. The device was removed by using both counter-traction and an assertive pull. The clip deployed in subcutaneous tissue. During the application of manual compression, the pt experienced diminished pulses of the leg. An angiogram identified thrombosis from the femoral artery to the peroneal artery, which was treated with a thrombectomy, percutaneous transluminal angioplasty, and alteplase (tissue plasminogen activator) that restored complete blood flow. The vessel was surgically sutured to achieve hemostasis. It was believed that the thrombosis that occluded the vessel was caused from excessive manual compression and an unspecified clotting agent that was administered. There were no other reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device is not available for eval. The lot number was not identified; therefore, a device history record review could not be performed.